Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low co2 and glu results were obtained on a patient sample on a dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced probe a and dryer boot; checked sample mixing, wash station probes and dryer boot; ran qcs and batch patient samples, resulting acceptably. The cause of the discordant, falsely low co2 and glu results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and glucose (glu) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher for glu and co2. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and glu results.